Event description:
It was reported that during a low anterior resection, the device stapled but did not cut. A laparotomy was done to remove the device and the pt was on the table for an additional three hours. There was no adverse consequence to the pt.